Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a no flow issue during use of a one-link needle-free IV connector. The reporter stated that the unspecified solution did not flow freely through the device. The device was connected to an unspecified catheter and a baxter primary set. The nurse removed the device from the setup and directly connected the primary set to the catheter to resolve the issue. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.